Event description:
It was reported that the ilet pump was dropped, resulting in a cracked screen and an unresponsive display, and the user transitioned to backup therapy while awaiting a replacement. Symptoms included no injury. Outcomes included no reported impact on health status or therapy beyond temporary device unavailability. Investigation included remote troubleshooting and education, confirmation of serial number, verification of return logistics, and user guidance on shutdown and data syncing. Investigation of this case revealed device damage consistent with external impact to the display component, with loss of screen functionality and no associated device alarms. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental drop.